Event description:
It was reported that during a surgery, when the ultra fast-fix was used, after successfully deployment of both, t1 and t2, when preparing to push the knot, suture broke. Ts were removed from the patient and procedure was completed with a backup device with no major delay. No patient injuries were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. T1, t2 and suture were not returned. The delivery needle has a slight twist at the distal tip. Root cause cannot be fully confirmed. No root cause related to the manufacture of the device can be confirmed.